Event description:
Reference number (B)(4). Event occurred in egypt the patient was hospitalized due to high blood glucose and high ketones on (B)(6) 2024. Patient was treated with insulin injection. The length of the hospitalization was about 3 days. Blood glucose level reported during the event was 319 md/dl. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6) . Patient country: egypt